Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the first stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was loose on the balloon. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was no damage noted to the sds. The second sds was returned without any blood visible. There was crystallized contrast in the inflation lumen and proximal end of the balloon. The stent implant was loose on the balloon. There was no damage noted to the stent implant; however, it was on the balloon backwards. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was no damage noted to the sds. The protective sheaths for both sds's were not returned. A laser micrometer was used to measure the outer diameters of the first and second stent implants. The proximal, middle and distal measurements did not meet manufacturing criteria for either stent. A third unopened sds was returned. The reliability engineering lab performed an analysis on the unopened zeta. The unit was tested. It passed the required two cycles. A total of ten cycles were performed and the zeta passed with no movement and no visible (10x) unpacking of the crimping. The stent outer diameters met manufacturing criteria. Pin gauges were used to measure the protective sheath inner diameter. This met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned devices. The stents were placed back on the balloons at the account before they were returned to abbott vascular for evaluation. The outer diameter dimensional measurements were taken for both stents. The dimensions were all oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon shoulders. All online testing for the lot in question met stent security criteria, which would indicate the units had an adequate crimp. There were no non-conforming material reports issued for this lot related to stent retention and there have been no similar incidents reported for this part and lot number combination. Potential causes for stent dislodgement prior to use, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Review of the manufacturing data and analysis of the returned devices did not indicate a manufacturing issue. From the reported case information, it does not appear that the prep instructions were followed. The devices are to be removed from the hoop, inspected for damage, remove the protective sheath, flush the guide wire lumen, remove all the air from the system by applying negative pressure and then leave the device on neutral for accessing the lesion. It is possible in this case that positive pressure was inadvertently applied during prep, causing the stent to slightly expand and facilitating the dislodgement during sheath removal. Another possibility is that the sheath was removed while the system was under negative pressure. During the manufacturing process, the stent is crimped onto the balloon and then heat and pressure is applied to the balloon which causes the balloon material to puff up slightly around the stent struts, helping to secure the stent on the balloon. Negative pressure could decrease the balloon profile and the interaction of the stent with the balloon material, and facilitate the dislodgement during sheath removal. However, a definitive root cause for the stent dislodgements in this case cannot be determined. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the protective sheath was removed from the stent delivery system (sds), the stent dislodgement onto the stylet wire. A second zeta with the same lot number was unpacked and was prepped in the hoop. The stent dislodged when the sheath was removed from this sds as well. There was no patient involvement. No additional event or patient information is available.